Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the involved lot was conducted. No pre-existing anomalies were identified among the 83 devices manufactured within the same lot. This is the first and only complaint with this lots. A final MDR will be shared upon completion of the investigation.

Event description:
On (B)(6) 2026 a shoulder revision surgery was performed due implant dislocation. The surgeon tried a closed reduction to but was unable to due to soft tissue so chose to open surgical site and investigate. There was soft tissues and bone fragments preventing relocation so the surgeon removed those clean up the area and trialed the existing implants and decided to prevent further dislocation and a humeral extension would be needed. The existing liner was removed and a trial extension and liner was used to assess soft tissue balance and stability. Once the surgeon was happy with new components they were implanted and the shoulder closure was competed. The following device was explanted: smr reverse hp liner long (product code 1362.09.020, lot# 2401522, ster. (B)(6)). Previous surgery was performed on (B)(6) 2025. Patient is male, 73 years old. Event happened in australia.